Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side rupture; ultrasound and MRI performed. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture; ultrasound and MRI performed. The device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary device photograph(s) for the device related to the reported event of rupture was requested on november 27, 2024. Lot number 3005953 can be observed on the device. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.